Event description:
It was reported that a dissection occurred. The target lesion was located in the proximal left anterior descending artery (lad). A 2.75 x 16mm synergy xd drug-eluting stent was deployed in lad. After it was deployed and post-dilated, a proximal stent edge dissection was observed via fluoroscopy. The dissection was covered with another drug-eluting stent, and the procedure was completed. No further patient complications were reported.